Event description:
It was reported that the electrode was bent. A 3.0cm x 15cm leveen superslim needle electrode was selected for use in a radio frequency ablation procedure. Upon taking the device out of the package, the rod of the needle was bent. It was difficult to advance. Therefore, the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Updated - b3 date of event.

Event description:
It was reported that the electrode was bent. A 3.0cm x 15cm leveen superslim needle electrode was selected for use in a radio frequency ablation procedure. Upon taking the device out of the package, the rod of the needle was bent. It was difficult to advance. Therefore, the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Event description:
It was reported that the electrode was bent. A 3.0cm x 15cm leveen superslim needle electrode was selected for use in a radio frequency ablation procedure. Upon taking the device out of the package, the rod of the needle was bent. It was difficult to advance. Therefore, the procedure was completed with another of the same device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
Device eval by manufacturer: the electrode was returned for analysis. No damages were observed at the handle or needles/tines. However, it was possible to observe that the device was bent at the cannula. The handle was extended and retracted, and the needle/tines could be activated without any problems.